Event description:
Boston scientific received information stating: lead failure. Lead explanted. Implant date (B)(6) 2007. Dr. (B)(6), canada. Event date: (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).